Event description:
Approximately six months and three weeks post hvad implantation the patient suffered a cerebral hemorrhagic stroke and expired as a result. Hospital staff indicated that the patient had a history of having "poor blood pressure control". An autopsy was performed; however, the results and cause of death have not been provided. The explanted pump has been returned to the manufacturer for analysis.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that this patient suffered a cerebral hemorrhagic stroke and expired at the hospital. The device (B)(4) was returned to the manufacturer for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event could not be confirmed via review of the controller log files since log files were not available for analysis. External examination of the pump and internal components showed no evidence of physical damage or anomalies. The pump failed the post-explant functional wet-test analysis due to a power shift. However, this failure was likely affected by reattaching the previously transected driveline. Pathology examination concluded the material within the device was grossly and histologically consistent with a post-explant clot and not a thrombus. The returned pump performed per specifications and there is no evidence to suggest that the device malfunctioned. The most probable root cause of the reported event cannot be conclusively determined; however, there are patient, procedural and pharmacological factors that may have contributed to this event. Stroke/neurological dysfunction and death are known potential clinical adverse events associated with vads as outlined in the IFU. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Death is a known potential clinical adverse event associated with vads as outlined in the IFU. Events related to death are multifactorial and may be attributed to failed modality, medical treatment, progression of disease, and patient comorbidities. Stroke and neurologic dysfunction as potential events that may be associated with use of the product. The IFU provides anticoagulation guidelines to reduce the occurrence and severity of strokes. The system is contraindicated in patients who cannot tolerate anticoagulation therapy to reduce the possibility of stroke. Moreover, the IFU further educates the user on pump operation and flow guidelines in order to decrease the risk of a stroke. Heartware is submitting this report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Manufacturer narrative:
The device has been received and is awaiting further analysis. Additional information will be submitted within thirty (30) days of completion of the investigation. Evaluation in progress.